Manufacturer narrative:
Pump passed the self test, active current measurement and sleep current measurement. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and dat due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thus. Pump error 38 alarm was recorded and found in the formatted history file on: (B)(6) 2019 23:27:33.000 (B)(6) 2019 01:33:31.000, (B)(6) 2019 01:41:00.000, (B)(6) 2019 01:41:52.000 (B)(6) 2019 01:59:06.000, (B)(6) 2019 02:08:03.000, (B)(6) 2019 03:06:51.000 (B)(6) 2023 06:43:05.000 (B)(6) 2023 06:43:24.000 (B)(6) 2023 06:48:01.000 no pump error 37, 39, 41, 42, 43, 79, 80, 82 and 130 alarm on the formatted history file noted. Pump was cut open to perform visual inspection and found a corroded motor home switch. Corrosion was also found on the pcba 1, pcba 2, force sensor and vibrator¿assembly noted. A constant pump error 38 alarm during the rewind test was confirmed due to a corroded motor home switch. There were no other unexpected pump errors/alarms noted 2 days prior to the event date 25-feb-2019 in the formatted history file. The p-cap locks properly into the reservoir compartment; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a scratched case. Retainer ring damage (a cracked retainer) was confirmed. A constant pump error 38 alarm during the rewind test was confirmed due to a corroded motor home switch. During visual inspection, corrosion was also found on the pcba 1, pcba 2, force sensor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no motor movement or negligible movement. Retries to free a stuck motor failed error. The customer¿s blood glucose level was 344 mg/dl at the time of the incident. Customer reports they were able to clear the alarm(s). Customer states they are not able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.